Event description:
Customer reported that a patient sample with a history of being group b positive tested group b negative on the provue. Additional testing was performed in manual gel. Similar results were observed. Testing performed in tube was positive at immediate spin (3+). A new sample was obtained and similar results were observed. Testing in the abd/abd gel card was positive.

Manufacturer narrative:
A batch record review, retained testing, and complaint review were performed. Results were satisfactory. Customer returned product of the same lot. Testing performed on the returned cards was satisfactory. Patient sample was not returned for further investigation. Customer complaint was not verified. Product performed as intended. (B)(4).